Manufacturer narrative:
No product was returned to assist in this investigation. Based on the info provided, this incident appears to have occurred due to outside intervention rather than a defective product. It is feasible to suggest that the tubing met with force beyond its intended strength. We will monitor for similar complaints.